Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The meter showed blood glucose level was over 600 at the time of the incident. Customer also reported getting a no delivery alarm and off no power alarm. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Troubleshooting was completed. Displacement test was performed and passed. Customer was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.